Event description:
It was reported to olympus that, the 4k camera head has no image. Upon inspection and testing of the returned device, it was observed that the device cable was broken. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus france for evaluation. The evaluation uncovered no image when the device was connected to the video processor due to the camera cable defectiveness. The device also shows color bars on the screen. The faulty parts need replacement to bring the device to olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Correction to g2 and g3 of the initial medwatch. The aware date should be 26-sep-2021. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty cable could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.